Manufacturer narrative:
An event regarding damage (loose locking wire) involving a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned with the locking wire disassociated. A review of the device by the support staff noted that there was impact damage observed on the returned device indicating attempts to implant the device. The device was measured and found to be dimensionally compliant. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined, however the returned part was visually inspected by support staff and significant impact damaged was observed around the wire slot. The return device was measured and found to be dimensionally compliant. No further investigation is possible at this time. If the additional information becomes available this investigation will be re-opened.

Event description:
Customer reported that the insert is nonconforming. On unpacking the insert during surgery, the wire fell out from the packaging on the floor. Another insert ref (B)(4) lot 50919201 was available on the spot and the surgeon managed to complete the surgery successfully without any delay. No medical intervention was needed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Customer reported that the insert is nonconforming. On unpacking the insert during surgery, the wire fell out from the packaging on the floor. Another insert ref 82-3-0908 lot 50919201 was available on the spot and the surgeon managed to complete the surgery successfully without any delay. No medical intervention was needed.